Event description:
The customer reported that he programmed a 1.0 unit bolus, but the insulin pump delivered 24.6 units. The bolus history was reviewed, and the bolus was recorded. The customer checked her blood glucose, and she had dropped from 185 to 85 mg/dl. Advised the customer to consume carbohydrates. Advised the customer to program a test bolus of 1.4 units, but the insulin pump only delivered 0.4 units. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.